Event description:
It was reported that t:slim x2 pump battery did not charge and charging connection was not recognized despite use of tandem charging cable and wall adapter and leaving pump connected to working outlet for extended period. There was no reported impact to the customer¿s blood glucose level. The customer was sent a replacement cable, and it resolved the issue. The pump began to charge.